Event description:
It was reported that the pt underwent a three level anterior cervical discectomy fusion from c4 to c7. Sometime post-op, the locking mechanism on the plate failed and broke away from the plate at the segmental level. The failure was found on x-ray during follow-up visit, approx 3 months post op. The screws at c6 had backed out 1-2mm. No pt symptoms were reported at this time. Reportedly, fusion had not taken place. Revision surgery was performed approximately 3.5 months after implantation. During the revision surgery, it was found that four of the eight bone screws had backed out at the segmental levels. The plate and bone screws were removed and replaced. Only one bone screw could be placed at c6 due to poor bone purchase.

Manufacturer narrative:
(B) (4). The screws were returned for eval. Optical inspection identified marked difference between screw head / locking ring interface witness marks of the screws. Witness marks suggest minimal force was required to push the locking ring caps out of assembly, possibly due to insufficient retaining tab deformation. Visual and optical inspection did not identify any material or functional issue with respect to the implants. X-ray review shows that the screws at c5/c6 and c6/c7 appear backed out several mm, the plate locking rings are absent and fusion cannot be verified.